Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that when the surgeon was applying bone graft to the center peg of the vaultlock glenoid implant, the center peg broke off. The fragment was removed and the case was completed without further issue.